Event description:
Further information was received indicating the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote-follow up, several non-sustained oversensing episodes due to a post paced t-wave oversensing were observed. Abbott technical support was contacted and recommended reprogramming. No intervention was performed at this time, reprogramming is anticipated at a future in-person follow-up. The patient was stable.